Event description:
It was reported that, "the guide wire that was used expired on 10/31/2011. It was a disposable item not an implant." (B)(6) 2011 - device was used in surgery.

Manufacturer narrative:
Review of the manufacturing documents reveal that the DHR contains a copy of the label set (label for packaging and patient record label). All labels indicate end of shelf life by (B)(6) 2011. In the case presented a guide wire was used in surgery which sterilization date was exceeded by 1.5 months (expiry date: 10/05/2011; date of use: (B)(6) 2011). Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance. Implants with exceeded expiry date were checked more than one year overdue and considered still sterile subsequently. Thus, in this specific case of exceeded expiry date by 1.5 months a risk for the patient is not to be expected. Nevertheless, the expiry date of the reported guide wire should have been noticed prior to surgery. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to off-label use.